Manufacturer narrative:
Based on a review of the data in the diagnostic upload, a sensor was not detected with the transmitter. The user returned to their hcp on (B)(6) 2024, and the hcp used an ultrasound to confirm that the previous sensor was not detected in either arm. Based on the evidence, there was no sensor inserted at the user's previous appointment and the new sensor was inserted on the opposite arm of where the previous procedure took place.

Event description:
On march 22, 2024, senseonics was made aware of an incident where the user had to go back to their hcp for an additional procedure to find the location and possible removal of the sensor.